Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the surgical table and x-ray table top and found the x-ray top assemblies and spacer assemblies were functioning according to specification. The x-ray top assembly attached and secured to the table top as designed. The facility's biomedical technician stated that improper lifting techniques may have caused the reported event as a facility employee may have inadvertently lifted the x-ray top in the process of the patient transfer. While onsite, the technician inspected the facility's remaining 3085 surgical tables and x-ray table top assemblies. The technician found that several of the facilities x-ray table top assemblies were mismatched with plastic and metal components. The facility has steris and non-steris x-ray table top assemblies. Steris x-ray tops do not contain any plastic components. The 3085 operator manual states, "warning-instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than stated purpose - or from using, on steris tables, accessories manufactured and sold by other companies," in addition, the operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory." The technician repaired the x-ray top assemblies and discussed table replacement options with the facility. The table was installed in may of 2005 and is under steris service contract. No further issues have been reported.

Event description:
The user facility reported that while transferring a patient, the x-ray table top assembly became detached from the 3085 surgical table. The x-ray assembly was held to the table by a hospital employee as the patient transfer was completed. No injury, procedural delay or cancellation was reported due to the event.